Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (davinci robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, autoimmune disorder, menstrual disorder and infection outcome was unknown. The reporter considered autoimmune disorder, infection, menstrual disorder and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 29-year-old female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included esophageal manometry on (B)(6) 2016, colonoscopy on (B)(6) 2014, arthroscopy r knee in 2013, cholecystectomy in 2006, cystoscopy in 2006, appendectomy in 1996, pneumonia, autoimmune disorder, muscle ache, heartburn and joint pain. Current weight 198 lbs. Previously administered products included for an unreported indication: ortho-tri cyclen. Concurrent conditions included hypogammaglobulinaemia, blood pressure high, abdominal pain, sinusitis recurrent, ear pain, ear infection, chest tightness, productive cough, common cold, bronchitis, vitamin d deficiency, rectal bleeding, follicular cyst of ovary, nausea, vomiting, obesity, ear pain and diarrhea. Concomitant products included diclofenac sodium (vorac), duloxetine hydrochloride (cymbalta) since 2017, gabapentin since 2017, metoprolol tartrate since 2017, omeprazole (prilosec) since 2015, potassium since 2014 and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe:mood swings"), 24 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced malaise ("malaise"), fatigue ("fatigue") and hereditary angioedema ("hereditary angioedema"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced urinary tract infection ("(bladder/ urinary tract/vaginal) type: uti"), nausea ("nausea") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), back pain ("pain: lower back area"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), rash ("skin rash"), arthralgia ("joint aches") and hypertension ("hbp") and was found to have weight increased ("weight gain"). The patient was treated with hydrochlorothiazide and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving, the menstrual disorder, mood swings, urinary tract infection, malaise, fatigue, hereditary angioedema, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, vaginal infection, depression, anxiety, rash, arthralgia and hypertension outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hereditary angioedema, hypertension, malaise, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: 2 coils were visible on the left side. Discrepancy noted as per pfs: if you have not had your essure removed, are you currently planning for essure removal? No. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. A. Type of application: federal disability. B. Date (or year) application: (B)(6) 2017. C. Nature of claimed injury/disability: auto immune disorders. Discrepancy noted: date(s) of insertion: (B)(6) 2007 -as provided. Date(s) of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2007: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: nausea, abdominal pain, dysmenorrhea, headaches: most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Reporter's information added. Rcc added. Event: brain fog, skin rash, joint pain, hbp were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 29-year-old female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included esophageal manometry on (B)(6) 2016, colonoscopy on (B)(6) 2014, arthroscopy r knee in 2013, cholecystectomy in 2006, cystoscopy in 2006, appendectomy in 1996, pneumonia, autoimmune disorder, muscle ache, heartburn and joint pain. Current weight 198 lbs. Previously administered products included for an unreported indication: ortho-tri cyclen. Concurrent conditions included hypogammaglobulinaemia, blood pressure high, abdominal pain, sinusitis recurrent, ear pain, ear infection, chest tightness, productive cough, common cold, bronchitis, vitamin d deficiency, rectal bleeding, follicular cyst of ovary, nausea, vomiting, obesity, ear pain and diarrhea. Concomitant products included diclofenac sodium (vorac), duloxetine hydrochloride (cymbalta) since 2017, gabapentin since 2017, metoprolol tartrate since 2017, omeprazole (prilosec) since 2015, potassium since 2014 and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe:mood swings"), 24 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced malaise ("malaise"), fatigue ("fatigue") and hereditary angioedema ("hereditary agioedema"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced urinary tract infection ("(bladder/ urinary tract/vaginal) type: uti"), nausea ("nausea") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), back pain ("pain: lower back area"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), rash ("skin rash"), arthralgia ("joint aches") and hypertension ("hbp") and was found to have weight increased ("weight gain"). The patient was treated with hydrochlorothiazide and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving, the menstrual disorder, mood swings, urinary tract infection, malaise, fatigue, hereditary angioedema, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, vaginal infection, depression, anxiety, rash, arthralgia and hypertension outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hereditary angioedema, hypertension, malaise, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: 2 coils were visible on the left side. Discrepancy noted as per pfs: if you have not had your essure removed, are you currently planning for essure removal? No. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. A. Type of application: federal disability. B. Date (or year) application: (B)(6) 2017. C. Nature of claimed injury/disability: auto immune disorders. Discrepancy noted: date(s) of insertion: (B)(6) 2007 -as provided. Date(s) of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2007: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: nausea, abdominal pain, dysmenorrhea, headaches: lot number: 621803 manufacturing date: 2006-11 expiration date: 2008-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 29-year-old female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia, appendectomy in 1996, arthroscopy r knee in 2013, cholecystectomy in 2006, cystoscopy in 2006, colonoscopy on (B)(6) 2014, esophageal manometry on (B)(6) 2016 and autoimmune disorder. Current weight 198 lbs. Previously administered products included for an unreported indication: ortho-tri cyclen. Concurrent conditions included hypogammaglobulinaemia, blood pressure high, abdominal pain, sinusitis recurrent, ear pain, ear infection, chest tightness, productive cough, common cold, bronchitis, vitamin d deficiency, rectal bleeding, follicular cyst of ovary, nausea, vomiting and obesity. Concomitant products included diclofenac sodium (vorac), duloxetine hydrochloride (cymbalta) since 2017, gabapentin since 2017, metoprolol tartrate since 2017, omeprazole (prilosec) since 2015, potassium since 2014 and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe:mood swings"), 24 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced malaise ("malaise"), fatigue ("fatigue") and hereditary angioedema ("hereditary agioedema"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced urinary tract infection ("(bladder/ urinary tract/vaginal) type: uti"), nausea ("nausea") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), bladder disorder ("bladder problem"), dysuria ("urinary problem"), back pain ("pain: lower back area") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with hydrochlorothiazide and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving, the menstrual disorder, mood swings, urinary tract infection, malaise, fatigue, hereditary angioedema, bladder disorder, dysuria, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, vaginal infection, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, hereditary angioedema, malaise, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: 2 coils were visible on the left side. Discrepancy noted as per pfs: if you have not had your essure removed, are you currently planning for essure removal? No. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years. Preceding your essure placement through the present? Yes. A. Type of application: federal disability. B. Date (or year) application: (B)(6) 2017. C. Nature of claimed injury/disability: auto immune disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2007: results: negative. Most recent follow-up information incorporated above includes: on 8-feb-2019: plaintiff fact sheet received. Event added: infection (bladder/ urinary tract/vaginal) type: vaginal, depression, mental anguish. Event onset date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 29-year-old female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia, appendectomy in 1996, arthroscopy r knee in 2013, cholecystectomy in 2006, cystoscopy in 2006, colonoscopy on (B)(6) 2014 and esophageal manometry on (B)(6) 2016. Current weight 198 lbs. Previously administered products included for an unreported indication: ortho-tri cyclen. Concurrent conditions included hypogammaglobulinaemia, blood pressure high, abdominal pain, sinusitis recurrent, ear pain, ear infection, chest tightness, productive cough, common cold, bronchitis, vitamin d deficiency, rectal bleeding, follicular cyst of ovary, nausea, vomiting and obesity. Concomitant products included diclofenac sodium (vorac), duloxetine hydrochloride (cymbalta) since 2017, gabapentin since 2017, hydrochlorothiazide, metoprolol tartrate since 2017, omeprazole (prilosec) since 2015, potassium since 2014 and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe:mood swings"), 24 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced malaise ("malaise"), fatigue ("fatigue") and hereditary angioedema ("hereditary angioedema"). In september 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced urinary tract infection ("(bladder/ urinary tract/vaginal) type: uti") and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), bladder disorder ("bladder problem"), dysuria ("urinary problem"), back pain ("pain: lower back area") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving, the menstrual disorder, mood swings, urinary tract infection, malaise, fatigue, hereditary angioedema, bladder disorder, dysuria, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, hereditary angioedema, malaise, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: 2 coils were visible on the left side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2007: results: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was added. Added event lower back area pain, abdominal pain. Updated outcome of events(pain, bleeding). Updated onset date of events. Concomitant drug, concomitant condition was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 36-year-old female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pneumonia, appendectomy in 1996, arthroscopy r knee in 2013, cholecystectomy in 2006, cystoscopy in 2006, colonoscopy on (B)(6) 2014 and esophageal manometry on (B)(6) 2016. Concurrent conditions included hypogammaglobulinaemia, blood pressure high, abdominal pain, sinusitis recurrent, ear pain, ear infection, chest tightness, productive cough, cold, bronchitis, vitamin d deficiency, rectal bleeding, follicular cyst of ovary, nausea and vomiting. Concomitant products included duloxetine hydrochloride (cymbalta) since 2017, gabapentin since 2017, hydrochlorothiazide, metoprolol tartrate since 2017, omeprazole (prilosec) since 2015, potassium since 2014 and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe:mood swings"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2014, 7 years after insertion of essure (ess205), the patient experienced malaise ("malaise"), fatigue ("fatigue") and hereditary angioedema ("hereditary agioedema"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), urinary tract infection ("(bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, malaise, fatigue, hereditary angioedema, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hereditary angioedema, malaise, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: 2 coils were visible on the left side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2007: negative. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs+mr received, reporter added, lot number received, patient demographics updated, event added as :- hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, autoimmune disorder type of disorder: other malaise and fatigue, 719.49, hereditary agioedema, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain,fatigue, weight gain / loss specify which one: weight gain incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.